Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that upon review, the patient's right atrial(ra) lead exhibited high impedance and noise. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.